Event description:
Meter isn't working properly. He naturally has high blood pressure, but the monitor is giving low readings. He went to his doctor's office to get checked out and his physician told him the meter isn't giving the correct readings.&nbsp.